Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient who underwent transforaminal lumbar interbody fusion at l3/4 for lumbar canal stenosis. It was reported that the cage collapsed post operatively. The patient has adjacent segment disease at l4/5. An olif is planned at l4/5, with posterior fixation from l3 to l5. Additional surgery was performed. The device had been jacked down, but since it remained stable in that position, only the screws were re-fixed. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.